Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced with his bundle lead due to phrenic nerve stimulation in every vector. High thresholds and phrenic nerve stimulation were first reported on 20-mar-2017. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is still currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.